Event description:
Vamp sets leaking at the junction below the vamp reservoir after being on the patients for a day or so. The defect is from the tubing becoming detached from the device.

Manufacturer narrative:
Device has not been returned for evaluation at this time.